Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms. The health care professional (hcp) called technical services (ts) and requested further analysis. Ts analyzed the provided data and found that the shock impedances had been gradually rising over the past year. Ts recommended the hcp to perform commanded shock tests for further evaluation of lead integrity. No adverse patient effects were reported. The rv lead remains in service.